Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the database was full and couldn¿t make images. Fse re-created image storage and haswell pc upgraded. After that system worked normal. The same issue is intermittently occurring recreating image storage resolved the issue. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that system shut down unexpectedly. No harm has been reported to philips. Philips has started an investigation of this complaint.